Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning the lead and applying direct torque to the connector pin, the helix retracted and extended within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray indicated the helix assembly to be normal. The clogged blood/tissue may have contributed to the dislodgement event.

Event description:
Multiple helix repositioning occurred during atrial lead implant. When the patient followed up in clinic, x-ray imaging revealed the lead was dislodged. The lead was explanted and replaced with no patient consequences.